Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit was also received with corroded motor home switch and keypad traces. Unable to verify button error due to blank display. Unit received with cracked case at display window corners, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer went into the lake wearing the insulin pump. Customer's blood glucose level was 318 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.